Event description:
This x-ray system has shut down three times in the middle of a case.

Manufacturer narrative:
(Conclusions) - the investigation found three problems. One, the viewing subsystem went out. This was corrected by replacing the micro processor board / sbc board. Second, the generator display went out. This was fixed by replacing defective power distribution board. Third, the grid switch was not available. This was remedied by adjusting the grid switch current. Based on trending analysis there is no exceptional replacement rate for the replaced parts and no required mandatory field action. (B)(4).